Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the severe pvl was attributed to valve placement that did not allow the valve¿s skirt to properly attach to the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the first 23mm sapien valve was deployed in a 40:60 aortic/ventricular position due poor coaxial alignment of the valve. A post deployment echocardiogram showed severe paravalvular (pvl) leak. The decision was made not to post dilate; regurgitation was free flowing around the valve and there was a concern that post dilatation would cause the valve to migrate ventricular. The decision was made to deploy a second valve. A second 23mm sapien valve was placed within the first valve in a 60:40 a/v position. A repeat echocardiogram showed the regurgitation had been reduced to trace pvl. At the end of the procedure, the patient was stable. Per report, the patient's aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 40%, the sinotubular junction (stj) measured 25mm, the sinus of valsalva (sov) measured 29mm; there was moderate ventricular septal hypertrophy and mild mitral annular calcification (mac). Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve was poor, ventilation was held and there was no loss of pacing capture during valve deployment. The severe pvl was attributed to the due to 40:60 a/v valve placement which did not allow the valve¿s skirt to properly contact the annulus.